Event description:
Pt called lfs on 6/6/2003 alleging their ot ultra meter read inaccurately high. Medical affairs spoke to the pt on 6/10/2002 and they provided the following info. Pt reported that in the evening they were watching television and the next thing they knew they were receiving treatment from the paramedics. Friend told pt that pt was standing up and then they just passed out. Pt stated that they had tested in the morning; obtained a "normal" reading (does not remember result) and they took their set amount of oral medication. The paramedics gave pt orange juice to drink and then tested their blood sugar on their meter. The result was 29 mg/dl. Pt tested their blood sugar on their meter immediately afterwards and the result was 78 mg/dl. Pt then ate a peanut butter and jelly sandwich. While troubleshooting with customer services the pt ran two control solution tests which both failed; because of this the case is being reported as a malfunction. There is no evidence that the meter contributed to the hypoglycemic event because the pt did not test their blood sugar prior to passing out. The meter has been replaced for the pt. No further info has been reported.